Manufacturer narrative:
The reported field events of oversensing, output, and header issue could not be reproduced in the lab. The implantable cardioverter defibrillator (ICD) was returned for analysis. Upon receipt, the device was above elective replacement indicator (eri). Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the left ventricular lead could not be separated from the guide wire. The physician elected to use a different lead. After connecting the new leads to the implantable cardioverter defibrillator (ICD), the ICD exhibited a loss of pacing which caused asystole. It was also observed the ICD oversensed noise and had a potential problem with the header. The physician completed the procedure with a different ICD. The patient was in stable condition.